Manufacturer narrative:
The failure for overheating was confirmed by the repair technician through disassembly and visual inspection. The motor sockets were corroded.

Event description:
It was reported that at the user facility, the device was overheating. There was no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that at the user facility, the device was overheating. There was no delay, no medical intervention, and no adverse consequences reported.